Event description:
Device analysis indicated device failure. The device was previously explanted on (B)(6), 2022 due to the need of MRI imaging. The explantation of the device is recommended as per IFU.

Manufacturer narrative:
This report is submitted on february 23, 2023.